Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated twice at 10atm and 12atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.